Event description:
Report received states, "the balloon would not spontaneously deflate. In an attempt to do this, the syringe was removed and the balloon successfully deflated." Add'l info obtained stated that this was discovered during pre-insertion testing. There was no pt involvement and no adverse pt event.